Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced intermittent leaking of medication from the central line tubing. According to the patient and her son, the medication would at times begin leaking toward the end of the central line. She had a backup available and was able to successfully continue the infusion, which was life sustaining. There was patient involvement and no reported patient harm.